Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and was unable to verify that the readiness display was blank.  Physio observed that all three icons (charge-pak, attention and service wrench) were present on the readiness display.  It was also observed that the device would not power on when prompted. Physio-control also observed that the device's charge-pak battery charger had expired on (B)(6) 2008.  Physio used a power supply to download the electronic information from the device and was able to determine that it stopped functioning in approximately 2010.  The replaceable charge-pak battery charger provides a trickle charge for the internal hybrid layer capacitor (hlc) batteries.  Physio confirmed that the device's internal hlc batteries had depleted due to not having a fresh charge-pak battery charger installed in the defibrillator.  The depleted hlc batteries prevented the device from powering on. Physio observed non-shorting tin whiskers on the charge-pak flex cable assembly; however, there was no evidence that it caused, or could cause, an electrical short nor did it contribute to the reported issue. No further discrepancies were observed. Based on the information available, physio determined that the likely cause of the reported issue was use error due to a failure of the customer to properly maintain the device.  Physio advises that to prevent damage to the device's internal battery, customers should always keep a fresh (non-expired) charge-pak battery charger in place, including during storage or shipping. The customer was provided with a replacement device.

Event description:
The customer contacted physio-control to report that their device had a blank readiness indicator.  There was no patient use associated with the reported event. Upon evaluation of the customer's device, physio observed that all three icons (charge-pak, attention and service wrench) were present on the readiness display and that it would not power on when prompted.